Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva laser fiber was used during a procedure, performed on (B)(6) 2022. During the procedure, the laser fiber was broken inside the digital flexible ureteroscope while lasering a stone. The broken piece of the laser fiber was successfully removed intact from the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.